Manufacturer narrative:
The customer was provided with a replacement glidescope spectrum smart cable. The smart cable used in the procedure was returned to verathon for evaluation. A verathon technical service representative evaluated the returned smart cable and was able to duplicate the intermittent image by manipulating the smart cable near the hdmi connector. Since there are no repairs available and the customer received a replacement, the returned smart cable was scrapped. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope spectrum smart cable, the image would disappear when the cable was flexed. The procedure was completed using the reported smart cable. No delay in the procedure, harm to the patient, or the user was reported.